Manufacturer narrative:
H.6. Investigation summary customer returned (1) loose 1/2cc syringe. Customer states that the needle pierced through the orange-colored shield before use. The returned syringe was examined and exhibited the cannula through the shield. A review of the device history record was completed for batch# 9346135. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200866003] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined.

Event description:
It was reported that the needle pierced through the bd ultra-fine¿ insulin syringe shield before use, compromising its sterility. The following information was provided by the initial reporter, translated from japanese to english: "customer found a needle pierced through the orange-colored shield before use.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd ultra-fine¿ insulin syringe shield before use, compromising its sterility. The following information was provided by the initial reporter, translated from (B)(6) : "customer found a needle pierced through the orange-colored shield before use."